Manufacturer narrative:
E. Address exceeds character limit: no. (B)(6). A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage with lot # 3254532 and material # 385100. Lot 3254532 is a final product lot. Q-syte subassemblies used in the final lot were built under part number 8001498 lot 3212022, 3212992 and 3212990. DHR for lot 3212022 was reviewed. No deviations were found during the manufacture of the subassembly batch. Root cause couldn't be determined due to unavailability of sample information. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from chinese to english: the patient's central venous catheter was placed, and the septum needleless closed infusion connector was replaced on (B)(6) 2024, and the septum needleless closed infusion connector was found to be leaking in the morning of (B)(6) 2024, and was given a replacement of a plain heparin cap, and the patient had no complaints of discomfort, fever, or localized redness or swelling at the puncture site, among other things.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3254532. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.